Manufacturer narrative:
The insulin pump passed the displacement test, rewind and basic occlusion test. No motor error alarm noted during testing. Device was unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside of the device and passed. It was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Device was received with cracked reservoir tube lip and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus delivery. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value was 151 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.